Event description:
Info received indicates the head and foot sections of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.